Event description:
This lead was explanted and replaced due to high impedances. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13 cm distal to the is-1 connector pin. The proximal, a medial 19 cm segment and a distal 23 cm segment were returned for analysis. The lead fragments showed severe extraction damages. Cuts in the insulation were noted as well as torn up insulation and a missing inner coil in the medial fragment. The conductor cables were found party pulled out of their lumens. The conductor cable to the ring electrode was fractured. These damages most likely resulted from tensile forces applied during the extraction. Furthermore excessive calcification and tissue residuals were observed along the lead fragments, particularly around the fixation helix, the lead tip and both shock coils indicating a massive ingrowth of the lead in the implanted state. The calcification of the lead might have had impact on the reported high impedances. The visual inspection of the fragments also demonstrated a multiply rubbed through insulation, in particular between 11.5 cm and 12.5 cm proximal to the lead tip. Based on the findings of massive calcification mentioned above, it cannot be excluded that the lead body interacted with modified tissue. Furthermore it is likely that the leads motion was affected due to significant ingrowth. Diagnostic images clarifying this assumption were not available for further investigations. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.